Event description:
Customer reported the display on the insulin pump was all purple and nothing was coming up. The pixels on the insulin pump lcd screen are leaking purple liquid underneath the screen. Customer thinks it might be cracked underneath the screen. Blood glucose was 94 mg/dl. Customer was unaware how damage occurred. Customer states he can see half of the reservoir icon and whole battery icon. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case at display window corners, and with minor scratched lcd window.